Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6)2017 that on (B)(6)2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The complaint states the patient experienced a loss of connection. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.